Event description:
Hard drive on cardiac cath crashed resulting in images obtained during study to be deleted and unable to be recovered. Site # (B)(4); software release # 8.1.17.2. FDA safety report ID # (B)(4)(